Event description:
A patient with a medical history of osteoarthritis who experienced swelling and pain in the left knee. The patient began treatment with synvisc in 2005. The patient received one injection of synvisc into the left knee in 2005. Two days later the patient experienced a lot of pain and swelling in their left knee. The pain was so bad that patient couldn't walk for two additional days. The patient took tylenol (dose unknown), but the symptoms persisted until the next week. When patient was scheduled for the next appointment, the physician prescribed an unknown medication which patient took for 10 more days. The patient mentioned taking this medication "didn't do much good". The patient decided to discontinue synvisc. The patient went to another physician who gave patient a cortisone injection three days later. At the time of this report, the pain and swelling had resolved.